Event description:
It was reported that the patient presented in the emergency room due to shock. Device interrogation revealed dislodgement, inappropriate shock on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.